Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she was having issues with low blood glucose of 44 mg/dl, she treated with glucose tablets. Customer stated the low was due to her not wearing the sensor due past issues with the sensors. She was having issues inserting it. No troubleshooting was performed for the low blood glucose levels. The customer is not returning the device for analysis.